Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was near 500 mg/dl. Troubleshooting was performed. The current time and date were correct on the insulin pump. The boluses and basal rates were recorded properly in the daily totals. Performed a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.